Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain release was melted in drain bag and shut the plastic on both sides of the bag was welded shut. Patient also needed the instructions on how to use the drain bag. It was noted that the patient had been using the drain bag for less than 90 days.

Event description:
It was reported that the drain release was melted in drain bag and shut the plastic on both sides of the bag was welded shut. Patient also needed the instructions on how to use the drain bag. It was noted that the patient had been using the drain bag for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: wash hands. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. Check that urine is draining into bag. To empty bag: remove outlet tube from housing. Release clamp and empty bag. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. Wash hands. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for obtaining urine sample: kink tubing a minimum of 3 inches below sample sleeve until urine is under sample site. Swab surface of puncture site with antiseptic wipe. Insert needle (21g or smaller) through center of puncture site. Be careful to avoid puncturing opposite side of sample sleeve. Remove desired volume of urine. Release kink to permit flow to drainage bag. Send specimen to laboratory.". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.